Manufacturer narrative:
No button error alarm during testing. Unit had unresponsive buttons due to corroded keypad traces. Unit had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, and cracked reservoir tube lip.

Event description:
It was reported that the customer got woken up by a button error alarm. The customer could not clear the alarm because, the buttons were not working. Customer's blood glucose level was 6.4 mmol/l. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.